Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm within 10 seconds and 10atm within 5 seconds accordingly. However, at second inflation, it was noted that the balloon ruptured in the middle part. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and the patient was good post procedure.